Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9144742. Medical device expiration date: 2019-11-30. Device manufacture date: 2019-05-24. Medical device lot #: 9171990. Medical device expiration date: 2019-12-31. Device manufacture date: 2019-06-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes underfilled during use. Lot# 9144742 was reported to have 20 occurrences of this event, while lot# 9171990 had an unspecified number of occurrences. The following information was provided by the initial reporter: "the tubes do not fill up well. The tubes which perish at the end of november and at the end of december do not fill up completely. It is the second complaint with the same problem so please take care of it."

Event description:
It was reported that the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes underfilled during use. Lot# 9144742 was reported to have 20 occurrences of this event, while lot# 9171990 had an unspecified number of occurrences. The following information was provided by the initial reporter: "the tubes do not fill up well. The tubes which perish at the end of november and at the end of december do not fill up completely. It is the second complaint with the same problem so please take care of it."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, testing of the customer samples from lot 9171990 was performed and underfill was not observed. Another lot 9144742 involved has expired 30.11.2019, therefore testing the retained samples is not an option. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.